Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens into the patient's left eye (os). The patient experienced low vaulting. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -10.50 diopter implantable collamer lens into the patient's left eye (os). The patient experienced low vaulting. Lens remains implanted. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -10.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced low vaulting and refractive surprise. Lens remains implanted. Attempts to obtain additional information have not been successful. Claim# (B)(4).